Manufacturer narrative:
On (B)(6) 2004 initial/final report sent to the FDA. U.s.s.c. Reference number (B)(4).

Event description:
The device was used during a lap gastric bypass. Reportedly a component disengaged into the patient's cavity and was retrieved by the surgeon without injury ot the patient.